Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, sleep current measurement, active current measurement and self test. Pump error 63 confirmed in insulin pump history with variable due to broken trace at pin on keypad assembly. No battery or power anomalies noted during testing. Device received with pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm and battery failed alarm. Customer was able to clear the alarm successfully. Customer was not able to complete insulin pump rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.